Event description:
On (B)(6) 2014, the reporter stated that there was a casing/condition issue. It was reported that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/17/2015 with the following findings: the battery compartment threads were cracked. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the keypad was torn and the up arrow and contrast buttons had an intermittent response. The keypad was removed and contamination was found under all of the button contacts. The up arrow button contact was also observed to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).